Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, insufficient sealing was experienced when using a vessel sealer extend with an e-100 generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the customer to request additional information related to the event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for evaluation. However, the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history revealed no other complaints for this instrument. No image or video clip for the reported event was submitted for review. An instrument log review was performed. Per the review, the instrument was last used on (B)(6) 2021 on system (B)(4). The vessel sealer extend has 0 uses remaining after this procedural use. The instrument is designed for a single use. An isi failure analysis engineer performed a review of the event and provided the following information: the instrument was used entirely with the e-100 generator. In the digital signal processor (dsp) logs, there was a failed cut with a blade jam that the system was able to recover, and just before end of instrument use, there were 4 jaw angle open messages. These messages indicate the jaws are too far open to allow cutting, likely due to the surgeon trying to cut with too much tissue between the jaws. In the e-100 logs, there are 8 instances of the coagulation timeout message recorded- indicating that energy was applied for the maximum allowable time (10 seconds). While utilizing an e-100 the surgeon used both functions, but used coagulation more. He used the seal function 37 times and the coagulation function 54 times during the instrument use. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend used with the e-100 generator was insufficiently sealing. It was unknown if the system delivered audible tones indicating the completion of a successful seal cycle at the time of the issue. There was no report of any patient harm, adverse outcome, or injury. However, an insufficient seal may require surgical intervention, contributing to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. The product is not implantable.